Manufacturer narrative:
The report received from the field states that when an avanti + 5f std was removed from the patient's vasculature, it was severely stretched. The age and gender of the patient is unknown. A diagnostic heart catheterization was being performed. The product were properly inspected and prepped and no anomalies were noted. There was no difficulty inserting the sheath into the patient's femoral artery. After the procedure, when the avanti sheath was being removed, the physician experienced a lot of tension from the sheath coming out. When the sheath was removed, it was severely stretched. There was no excessive twisting or force used to remove the sheath. There apparently was no issue with calcification within the femoral artery. There was no reported injury o the patient. The account pulled aside the remaining units that they have with the same lot number. Multiple attempts to retrieve these units were made unsuccessfully to date. One non-sterile 5fr sheath introducer was received inside a plastic bag. The cannula was received severely damaged, kinked and stretched. Refer to attachment. Functional analysis could not be performed due the damage on the cannula. Dimensional analysis could not be performed due the damage on the cannula. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The unraveled/stretched failure reported by the customer was confirmed during analysis. However, the cause of this failure could not be determined. Procedural or clinical factors might have impacted the event (kink). Additional analysis of the units with the same lot number could not be performed because the units were not returned at the time of this report. If additional information becomes available, the report will be updated accordingly. No corrective action will be taken at this time as there are no indications that the complaint is related to manufacturing process.

Event description:
The report received from the field states that when the sheath was removed from the patient's vasculature, it was severely stretched. The age and gender of the patient is unknown. A diagnostic heart catheterization was being performed. The products were properly inspected and prepped and no anomalies were noted. There was no difficulty inserting the sheath into the patient's femoral artery. After the procedure, when the 5 french avanti sheath was being removed, the physician experienced a lot of tension from the sheath coming out. When the sheath was removed, it was severely stretched. There was no excessive twisting or force used to remove the sheath. There apparently was no issue with calcification within the femoral artery. There was no reported injury o the patient. The account pulled aside the remaining units that they have with the same lot number.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.a device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.please note that the event date is unknown.